Event description:
A 1mm fragment of the scorpion all-inside suturing device was broken off in the rotator cuff posterior tissues. Attempted to retrieve multiple times with fluoroscopy unsuccessful. Decided more chance for significant patient morbidity and left in patient. FDA safety report ID# (B)(4).